Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and no stents were found. The stent deployment button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s insertion sleeve was found bent and the splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. These findings likely occurred due to handling as reported by the customer and how the device was shipped back. Images of the insertion tube, singulator, and trocar identified surface features of the trocar that indicate a tensile failure. Further inspection found no other non-conformances related to the reported event. All devices undergo visual inspection via x-ray per internal manufacturing procedure. A review of x-ray images for the manufacturing index on the device housing revealed that the accepted stent injector contained a straight splayed trocar and two stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. Further examination of the quick response (qr) code returned x-ray images that were from a different device than what was identified in the device history record. Therefore, this returned device is unlikely the reported serial number for this event. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon believes that pressure on the trocar during stent deployment potentially contributed to the trocar fragmentation in the right eye (od). The report noted that there was no adverse patient impact or intervention required, and the event has resolved.

Event description:
It was reported that the trocar broke during attempt to implant the first stent from a trabecular microbypass stent system. Per report, the trocar fragment was removed from the eye intraoperatively, and the procedure was completed using a back-up device. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).